Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is reported to because the implanted clip (41111u226) detached from one leaflet and remained attached to the other leaflet and required an additional mitraclip procedure for treatment. It was reported that the initial mitraclip procedure was performed on (B)(6) 2015 to treat functional mitral regurgitation (mr) with a grade of 3-4. Three mitraclips were implanted and the mr was reduced to >1. On (B)(6) 2015, the patient presented to the hospital with decompensation. Echocardiogram found that the one mitraclip (41111u226) detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), and the mr had increased to 4. On (B)(6) 2015, three additional mitraclips were implanted for treatment, and the mr was reduced to 2. The patient was extubated and confirmed to be well the next day. No additional information was provided.

Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records, complaint history and information provided to abbott vascular. Potential causes for single leaflet device attachment (slda) leading to incomplete coaptation can be caused by, but are not limited to, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique/procedural conditions (procedural circumstances influencing the ability to grasp the leaflets) or manufacturing anomalies. With respect to the patient condition, procedural conditions and/or user technique, the slda may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. Based on the information reviewed, a definitive cause for the reported single leaflet device attachment cannot be determined. There does not appear to be any evidence of a quality deficiency associated with this device. The reported patient effects of worsening mitral regurgitation (mr) and worsening heart failure, are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product quality deficiency with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint-handling database identified no other incidents for incomplete coaptation/single leaflet device attachment (slda) for the reported lot. Based on the information reviewed, there is no indication of a product deficiency.